Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device and monitodevice monitoring procedure not performed". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmennorhea (cramping)"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and dermatitis allergic ("rash/skin condition") and was found to have neoplasm ("tumors"). The patient was treated with surgery ((B)(6) 2016: hysterectomy. (Partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, fatigue, alopecia, tooth disorder, headache and neoplasm had resolved and the fibromyalgia and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, neoplasm, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: patient demography was added. Previously added ¿injury¿ was replaced with ¿pelvic pain¿. New events ¿abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), allergic rash, type of autoimmune diagnosed fibromyalgia, other injuries/symptoms: fatigue, hair loss, dental probs., headaches, tumors" were added. Essure confirmation test was not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.